Event description:
The customer reported broken door. There was no patient involvement.

Event description:
The customer reported broken door. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6, h10. A review of the device history record showed the device had a manufacture date of (B)(6)2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken door. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.